Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The lesion was located in a 90% stenosed, moderately tortuous left cubital shunt. The 6.0x40/80mm sterling balloon was inserted and inflated three times. The first inflation was to 6atm for 30 seconds and after moving the device slightly, a second inflation to 10atms for 30 seconds was performed. The device was moved slightly again and inflated a third time to 10atm and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.